Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified fold creases, deformation, and cloudy gel was observed after autoclave cycle and air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019. The event is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.